Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient came in for a follow-up check. Upon interrogation, the pulse generator exhibited back-up vvi. No patient symptoms were reported. The device was explanted and replaced.